Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose values. The customer¿s low blood glucose values was unknown. Customer's other blood glucose value was 129 mg/dl the customer treated low blood glucose with food. The customer alleged that the insulin pump was over delivering insulin. The customer was wearing the insulin pump within 48 hours of the reported event. Customer stated that the drive support cap was normal. The insulin pump will returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.